Event description:
During a percutaneous coronary intervention (pci), the balloon would not inflate and after some additional attempts it did inflate. The stent could not be deployed and the balloon would not deflate. During removal of all the devices, the stent fell off the delivery system into the sheath. All of the devices were retrieved. There was no adverse effect to the patient and the procedure was completed with another device.

Manufacturer narrative:
This product was reported to be available for testing and evaluation. However, it has not been returned as of this writing. Additional information received will be submitted within 30 days upon receipt.